Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced incorrect device location. Imaging did not confirm that electrode was in proper location. The recipient's surgeon has concerns for anatomy of the cochlea. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed some of the the electrical tests performed. The device passed the mechanical tests performed. This device was explanted for medical reasons. However, an electrical test initially produced results which were slightly out of specification. Additional analysis determined that the out of specification results were caused by trapped moisture in the severed electrode ends. Further scanning electron microscopy analysis confirmed that the device was not compromised and showed no signs of moisture ingress or corrosion. This is the final report, disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.